Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer's other blood glucose value: 503 mg/dl, 502 mg/dl. The customer was treated with intravenous drips for high blood glucose levels. The customer did not allege that the insulin pump was under delivering insulin. Troubleshooting was not performed for high blood glucose levels. The device is not expected to be returned for analysis.